Event description:
It was reported that the hand controller on the 2600 system intermittently would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hand controller was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.